Event description:
Info received indicates the customer had been experiencing issues with under delivery. The pt experienced a seizure in (B)(6) 2011. No hospitalization was required. A nurse was present when the seizure happened. The customer got the pump running and the pt was fine. No info regarding what caused the seizure or if the pump caused or contributed. Isosource w/fiber and corn starch intended rate and dose: 100ml/hr, 500ml.

Manufacturer narrative:
The device was not returned for eval. The complaint of 'underdelivering' could not be confirmed. A review of the DHR showed no nonconformances during the mfg of this device.